Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim a hypoglycemic event and an intermittent audio output on (B)(6) 2014. Patient's friend found patient unconscious. Patient's friend called patient's sister who contacted paramedics. Paramedics treated patient with glucose. No further medical intervention was necessary. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.